Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing and/or tubing connectors results into alarm. The issue got resolved with replacement of the infusion set. No further information available.

Manufacturer narrative:
Patient city - (B)(6).